Event description:
Mother of a male, reported pt experiencing low blood glucose. She stated that at approx 5:00 a.m., pt was unresponsive. After being given glucagon, his blood glucose tested 63 mg/dl. One hr later, pt's blood glucose rose to 199 mg/dl. She stated that at 8:30 a.m., pt reported feeling nauseated,unable to eat, and that his blood glucose was elevated. Pt continued to wear the device. Mother indicated that pt had a strenuous workout the night before and ate late. She stated that after eating late, pt only administered one bolus rather than admininstering 2 as usual to compensate for the carbohydrates. No medical treatment was necessary. The device is being returned for evaluation.